Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication was missing. The field service engineer (fse) entered the hardware test application (hta) and opened the back and front panels in different half height (hh) drawers to assist the pharmacy team in locating the medications. Their actions supported the search process and helped verify the required meds efficiently. The system functioned as intended after the field service engineer (fse) investigated and assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the narcotic drugs were stuck in between the device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.